Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found external abrasion breaching and exposing the outer coil at 23.7cm-24.9cm from the connector pin. The abrasion was consistent with constant friction another implantable device. (B)(4). (B)(6).